Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by ¿slightly colored effluent¿. The cause of the peritonitis was unknown. It was reported the patient was hospitalized the same day as diagnosis for the event. The patient was treated with penicillin for twenty-one days (dose, frequency and route not reported). The patient was discharged the following day after admission. Dianeal and extraneal therapies were ongoing. At the time of this report, the patient was recovered from this peritonitis event. No additional information is available.